Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had a history of over-sensing issue. Upon interrogation, telemetry strips revealed right ventricular pacing as a result of atrial over-sensing. Also, episodes of low atrial lead impedance were noted. The atrial lead was capped and replaced on (B)(6) 2020. The patient was stable.